Event description:
It was reported that this inflatable penile prosthesis was removed as it was not inflating. Upon explant, the physician noticed a small hole/tear in the tubing on the left cylinder near the pump. A new inflatable penile prosthesis was implanted. No patient complications were reported.